Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed over a non-medtronic guidewire at a deployment starting point at the bottom of the pigtail catheter. Prior to dislodgement on the first deployment attempt, the valve was at a depth of 0.5 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Following the dislodgement, the depth was 1 mm on the ncc and 3 mm on the lcc. On the second deployment attempt, the depth was at 6 mm on thencc and 10 mm on the lcc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; product ID evolutr-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the vlv evolutfx-34, there were difficulties in positioning the device due to the patient's anatomy and an existing previous homograft surgical aortic valve replacement. During an attempt at deployment to 80% with a target depth of 3 mm, the valve moved in the aortic direction due to being positioned too shallow. The valve was recaptured. Another attempt at deployment to 80% was too deep, and the valve was recaptured again due to a concern that there was no seal. A third attempt at deployment was also too deep, and the valve dislodged into the larger left ventricular outflow tract. The device exceeded the maximum number of recaptures and was removed completely. The system replaced, and the new valve was successfully deployed. Following implant of the new valve, an echocardiogram revealed trace paravalvular leak. No patient complications have been reported as a result of this event.